Event description:
The hill-rom technician found that the nurse call feature would not function on this bed. He replaced the siderail communication circuit board to repair the bed. There were no reported adverse events associated with this product malfunction.